Event description:
The customer reported that on (B)(6) 2013, the pod infusion site started to hurt. She called her physician, who prescribed a prescription to cleanse the site, which was red and had pus. On (B)(6) in the morning, her blood glucose was "high" (>500 mg/dl). She ate 16 grams of carbohydrate and gave herself a 16 unit bolus. No further blood glucose history was provided.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported infection adn hyperglycemia was found. Lot qualification records, including sterility results, were reviewed, and the product met all acceptance criteria. The omnipod's user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs." It advises, "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider. It also warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a "high check for ketones!" Reading, but have no symptoms of high blood glucose, then retest with a new strip on your fingers. If you still get a "high check for ketones!" Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia.